Manufacturer narrative:
The root cause was determined to be due to to a defective battery. Customer was requested to replace both the batteries.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Logs shows that the ""battery time to empty"" change suddenly from 65525 to 4021 when mains failed @ (B)(6) 2019. This keeps happening for a few times as the ac power intermittently went off.

Event description:
The customer reported that this unit was running couple of hours on battery and then they noticed the battery percentage is showing 1% without any alarm. The customer replaced the battery.